Event description:
In 2008, the pt was surgically treated for an acute type a dissection and two (2) gore tag thoracic endoprostheses were implanted into the descending thoracic aorta. Five days later, an endoleak, possibly type iii, was suspected and repaired one week later, with two gore tag thoracic endoprostheses. A type I endoleak was found at that time. The following month, infolding of the gore tag thoracic endoprosthesis was found. Four days later, the pt underwent a reintervention for a type b residual aortic dissection, infolding of the gore tag thoracic endoprosthesis and a proximal type I endoleak. In 2009, the pt underwent a carotid subclavian bypass which resolved the type ii endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute dissections. Please note additional devices implanted: tg3115, tg3720, tg2610.